Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Lot number reported as 7c85848, not a valid synthes lot number, lot number per (B)(4), 7085848. Approximately one year ago. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with synthes matrix spine hardware approximately one year ago for a total sacrectomy due to osteosarcoma. The patient was instrumented l3-pelvis. There were four locking caps and four pelvic screws that became dislodged or loose at some point, and non-union was discovered, leading to reoperation on (B)(6) 2014. The synthes matrix construct was removed. All removed hardware (except one screw and one locking cap) was requested by the patient. It is unknown if all the locking caps and screws had the same part and lot numbers. The matrix construct was replaced by a non-synthes construct. There were issues with the new construct that added an hour to the procedure; the whole revision procedure took five hours. The non-synthes company is aware of the issues experienced with their product during this case. This is report 2 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device names: mnh, mni, kwq, kwp. The manufacturing evaluation reported the as received and visual condition as follows: the matrix locking cap and component exhibits post production/acceptance damage that includes: the locking screws has visual/mechanical/vertical damage to all threads with anodize missing on the majority of the m10x1.25 thread. The sd25 face has nicks and dents and visual damage to form that would not be similar to 10nm tightening force or locking cap falling out- approximately 33% of lobes depth have been sheared off. There are nicks at the bottom of sd25 pocket indicating that the driver was able to go to depth before damage. The saddle has visual damage to the locking thread to one side only with damage to one wing only with 100% of threads being displaced. The rod sliding and the locking cap coming loose could manifest by the head not being mobile and aligned to the rod at the time of final tightening per the matrix technique guide. All described nonconformities/damage are not related to the manufacturing process.